Event description:
Heli-fx endoanchors were used in the primary endovascular repair of a per-renal aortic aneurysm, to augment sealing and fixation of a 36mm diameter cook zenith fenestrated endograft in a 30mm diameter aorta. The graft contained bilateral renal fenestrations and an sma scallop. Seven (7) endoanchors were deployed without incident following endograft implantation. Post-procedure, the patient experienced gut ischemia. At the request of the patient's family, no re-vascularization was attempted, and the patient died.

Manufacturer narrative:
There was no alleged device defect. The device performed as expected during the procedure and was discarded per normal practice.